Event description:
The customer reported that during a routine check of the unit, the display graphics became blurred intermittently.

Manufacturer narrative:
The co rep did not observe the reported event of intermittent blurred display. No relevant entries were found in the error log. Video receiver pcb (part number 0670-00-0736) was replaced. Prior to troubleshooting, the customer rep replaced the customer's monitor/ keyboard assembly. The co rep performed service diagnostics, functional and electrical safety tests. The iabp met factory specifications and was returned to the customer. On a later date, (B)(4) 2011, another co rep observed the same event once during training. Preventative maintenance was performed on the unit on (B)(4) 2011 and no anomalies were observed with the display or the iabp. (B)(4).